Event description:
Following implantation for posterior cranial vault distraction, both distractors broke off at the ratchet and arm. A secondary surgery was performed to remove the broken distractors and replace with new ones.